Event description:
The surgeon inserted a s2 nail, but with a t2 locking screw. The surgeon wants better labeling system for titanium and stainless steel locking screws. A s2 nail was inserted wrongly with one t2 5 mm locking screw.

Manufacturer narrative:
Device will not be returned. Remains implanted. If the device or additional information becomes available, it will be submitted on a supplemental report